Event description:
It was reported that after a routine supply change on an ilet using a contact detach infusion set and dexcom g7 continuous glucose monitor (cgm) with a peak device-reported value up to 450 mg/dl. The user observed insulin leaking from the cartridge reservoir and experienced a rise in glucose, with the device displaying a high value and a subsequent fingerstick of 352 mg/dl before glucose later decreased to 162 mg/dl; the user had performed a rewind and later replaced the supplies and had made meal announcements. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user, along with guided troubleshooting steps. Investigation of this case revealed leakage associated with the reservoir seal consistent with a leak or splash device problem at the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.